Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank. Section d10 returned to manufacturer on, of the initial medwatch report should indicate: 12/10/2018.

Event description:
The customer contacted physio-control to report that their device powered itself off when printing vital signs or code summary. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off when printing vital signs or code summary. There was no patient use associated with the reported issue.